Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had high blood glucose and bent cannulas. The blood glucose reading was 600 mg/dl. The customer treated with manual injection. The caller was advised on insertion techniques to avoid bent cannulas. The caller was unable to troubleshoot because the customer and insulin pump were not present. The insulin pump was not returned or replaced.